Manufacturer narrative:
The device was returned to olympus; however, investigation is still ongoing and no conclusion can be drawn at this time. If additional information becomes available at a later time, this report will be updated.

Event description:
The user facility reported that the scope tested positive for cre, a drug resistant bacteria. No further information provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The scope was sent to an independent laboratory for microbial testing. The scope's instrument channel, air/water, instrument/suction and distal end were cultured with no microbial growth recovered from the scope. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the received device and was unable to find any signs of foreign material/substance/stain inside the biopsy channel, biopsy port, and suction port/channel when inspected with olympus boroscope and telescope test equipment. However, there were scrape and tear marks throughout inside the biopsy channel wall. Additionally, there were also kinks noted inside the biopsy channel wall below the protector boot and below the bending section areas. The tear/scrape marks on the biopsy channel wall caused a leak to the channel. There were also no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. Based on the evaluation, the cause of the reported complaint was unable to be determine as there was no abnormalities or foreign material/stain that would have contributed to the positive culture. The cause of the tear/scrape/kinks/leak on the biopsy channel is due to mishandling.